Event description:
The customer's cell-dyn sapphire analyzer was inspected by a field service engineer and was replaced per fa05apr2010. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required.a design improvement is in process to improve the cable and seal the board and switch assemblies.

Event description:
A customer's family member reported getting an unspecified error message on their pxtra meter during sample application. The caller further reported "due the meter not working correctly it caused her doctor to give the wrong prescription and dosage for her insulin causing her almost to go into a diabetic coma." The product issue reportedly had started on (B)(6)2010 and the medical event occurred on (B)(6)2010. The customer reportedly experienced tremulousness, ringing in the ears and seizure. The paramedics were called and treated customer on the scene with orange juice with sugar. The customer was further transported to a health care facility where she was diagnosed with hypoglycemia; however, no treatment was reportedly administered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.